Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-02025, -02027.

Event description:
Allegedly the xray showed complete disassociation of the femoral head/sleeve with the femoral neck. Femoral head/sleeve remained inside the socket but not attached to the femoral neck. Patient was revised.